Event description:
Pt suffering from metastatic cancer in hosp was tested two times with suspect device. Both readings were "hi" lab was drawn at same time and came back 30 minutes later. Nurse treated pt with insulin based on the "hi" readings with suspect device. 6u of insulin were administered. The lab result was 142 mg/dl. Pt did not have an insulin reaction.